Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an octaray mapping catheter and the patient experienced a possible foreign body. The octaray's introducer was used to get the catheter into the faradrive sheath. They noticed that the sheath's hub was leaking significantly. Later, they noticed that the octaray introducer was missing. They checked the trash, table, floor and the sheath; however, the introducer was still missing. It was presumed to possibly be in the patient. A full body CT (computed tomography) was being planned. The patient was asymptomatic. No intervention was planned at the time of reporting. A second octaray was opened to see the construction of the introducer.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).